Event description:
Device appears to be undersensing on atrial lead and appears to result in inappropriate atrial pacing. Appears potential atrial under sensing triggering device classified false termination of at/af event(s) at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).